Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the suspect pcu displayed system error was confirmed through the review of the pcu and pump modules logs, however; the system error was not replicated during the laboratory testing. Testing performed observed the suspect pcu passing alaris system preventive maintenance test. Internal inspection of the suspect devices did not identify any irregularities. The review of the pcu error log, identified error code 800.8000 (general os failure).) That occurred on the reported event day, at 1:33 am ten (11) times. A review of the pcu event logs, on 10 march 2025, at 10:24 pm, the pcu was powered on, the profile in use was identifies as ¿adult¿, the facility did not provide infusion details. At 10:25 pm, on channel b a guardrail drugs propofol infusion was programmed with the following parameters: drug amount of 10mg, diluent volume of 1ml, patient weight of 92.4kg, concentration of 10,000mcg/ml, rate of 5.544ml/h, volume to be infused (vtbi) of 50ml, dose of 10mcg/kg/min, the infusion was started. At 10:26 pm, on channel c, a guardrail IV fluids ivf maintenance infusion was programmed at a rate of 75ml/h and vtbi of 800ml, the infusion was started. A review of the pump modules event log, on 11 march 2025, at 1:33 am, occurred a ¿network inter-unit connector communication down¿. Bd alaris¿ pcu unit system error tip sheet states when software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the suspect pcu was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the probable root cause of the reported that the pcu displayed system error is attributed to the occurrence of system error code 800.8000 (general os failure). The root cause for the system error code 800.8000 (runtime fatal severity) is suspected to be associated with a defective pcu logic board.

Event description:
It was reported the device was alarming. The pcu displayed "system error" message and the three lvps attached to the pcu pump were flashing red. Per report "prior to the system error, the patient's vasopressor had recently been paused and propofol was running at a low rate. The clinician was able to quickly swap out the pump/modules and restart medications with no observable disruption to the patient's stability.¿ there was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device was alarming. The pcu displayed "system error" message and the three lvps attached to the pcu pump were flashing red. Per report "prior to the system error, the patient's vasopressor had recently been paused and propofol was running at a low rate. The clinician was able to quickly swap out the pump/modules and restart medications with no observable disruption to the patient's stability.¿ there was patient involvement, but no harm.